Event description:
It was reported that during one ba stenosis case treating icad, basilar artery, when the stent (subject device) delivered into hub of microcatheter, resistance was encountered and couldn't be advanced forward. After several tries, the introducer sheath was jumped out and the stent (subject device) deployed unexpectedly at beginning of microcatheter. Took the stent (subject device) with a tweezer. It was replaced with a new device and continued the procedure successfully without clinical consequences to the patient. The patient condition was good.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed and the sdw was intact. A functional test was not carried out as stent was deployed. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the stent was prepared as per the dfu. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. The introducer sheath was being used with an excelsior xt-27 microcatheter hub and the rhv was correctly adjusted to allow passage of the neuroform atlas device through without causing damage. The issue was noted 'when the stent was delivered into hub of microcatheter, resistance was encountered and it could not be advanced forward. After several tries, the introducing sheath was jumped out and the stent was deployed unexpectedly at beginning of microcatheter'. Resistance was encountered at the hub of the xt-27 microcatheter as the stent was being advanced. The stent was removed from the proximal end of the microcatheter using a tweezers. The stent was returned deployed and appeared to be undamaged. The sdw was also returned and was undamaged. The introducer sheath and the microcatheter were not returned for analysis. The as reported codes as well as the as analyzed codes will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that that during one ba stenosis case treating icad, basilar artery, when the stent (subject device) delivered into hub of microcatheter, resistance was encountered and couldn't be advanced forward. After several tries, the introducer sheath was jumped out and the stent (subject device) deployed unexpectedly at beginning of microcatheter. Took the stent (subject device) with a tweezer. It was replaced with a new device and continued the procedure successfully without clinical consequences to the patient. The patient condition was good.